Event description:
While wheeling an electrocardiograph, ECG, toward a patient's bed for a portable ECG exam, the wheel sheered off of the ECG cart. The ECG cart and machine began to fall toward the patient. The ECG technician was able to grab the ECG machine before it fell on the patient, however, the base of the cart hit the ECG technician's foot. The technician was taken to occupational health with a significant bruise and was placed in a soft cast boot. All ECG carts were sequestered. Upon inspection of the other carts, a second cart's wheel fell off. The manufacturer was present at the facility to replace all wheels on the 4 carts at this facility. This cart is present at 3 other facilities in the healthcare organization, and the manufacturer will be changing those cart wheels out this week as well.